Event description:
Report received of a spark from cord. The customer contact stated that after nurse cleaned the device , it was plugged into ac power; however, it reportedly did not appear as though the device was charging. The nurse "jiggled" the power cord and a spark was noted "where the pump and the cord meet." Reportedly, a "bare conductor" on the power cord was noted when the device was taken to the biomedical department. There were no reports of any adverse patient events while the device was in clinical use.